Event description:
On (B)(6) 2014 the patient contacted animas alleging that he had been experiencing intermittently elevated blood glucose (bg) since receiving a replacement pump, and that the morning of (B)(6) 2014 his bg was 428mg/dl with blurred vision and thirst. The patient reportedly self-treated with insulin via the pump and remained on the pump. Troubleshooting indicated that the basal settings had not been programmed correctly into the replacement pump. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: the black box data and pump histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.